Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
The product was evaluated. An external visual inspection was performed and failed due to usb connector damage. Pictures were taken. Receiver charge and boot tests were performed and failed due to usb connector damage. Functional tests were not performed due to the usb connector damage. An internal visual inspection was performed and failed due to moisture damage. Pictures were taken. The receiver log was not downloaded and reviewed due to the usb connector damage. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).